Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 179 mg/dl. The display did not return after troubleshooting. She stopped using her insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No unexpected blank display was noted.